Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: surg today. 2025 aug;55(8):1205-1212. Https://doi.org/10.1007/s00595-025-03003-3. Epub 2025 feb 28. (B)(6).

Event description:
Title: treatment strategy and clinical outcomes of thoracoscopic endoscopic cooperative surgery for submucosal tumors in the esophagus. The aim of this study is to validate the treatment strategy for smts and determine whether or not tecs is a viable option when poet is not feasible in 12 patients between february 2020 and january 2024. Six patients were included in each group, tecs group (n=6) and poet group (n=6). 3-0 vicryl (eth) was performed in the thoracoscopic suturing of the esophageal adventitia and 1209 surgery today (2025) 55:1205¿1212 muscular layer. Reported complications: 3-0 vicryl (eth), tech group (n=6), clavien¿dindo grade =3a event (n=1), treatment: not reported, hematoma (n=1), treatment: not reported , subcutaneous emphysema (n=1), treatment: not reported. In conclusion, tecs is a safe and feasible option for smts when poet is difficult to perform.